Event description:
It was reported that the implant came apart during implantation. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. All measurable dimensions were checked and found to be in compliance with the technical drawings and ao/asif specifications. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. We are not able to determine an exact cause for the reported separation of the zero-p implant, we can only assume that too much force was applied during bending or torsion insertion caused the separation. Note that intraoperative re-assembly would have been possible. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. However, we are not able to determine the exact cause of this occurrence and the complaint condition remains unknown.

Manufacturer narrative:
Device expiration date is 03/01/2020.